Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Affiliate reported via email during a shoulder procedure, the blue and yellow buttons stopped working after 30 minutes. Sparkles appeared in the patient's shoulder. The electrode was ineffective : no coagulation or section so it was difficult to visualize the joint in arthroscopy. The electrode was replaced. No patient consequence. Additional information received via email from the affiliate on 03/06/2017. Nothing broke off and fell into the patient. The device was new. This failure did not delay the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Affiliate reported via email during a shoulder procedure, the blue and yellow buttons stopped working after 30 minutes. Sparkles appeared in the patient's shoulder. The electrode was ineffective : no coagulation or section so it was difficult to visualize the joint in arthroscopy. The electrode was replaced. No patient consequence. Additional information received via email from the affiliate on 3-6-2017. Nothing broke off and fell into the patient. The device was new. This failure did not delay the procedure.

Manufacturer narrative:
The complaint device was received and evaluated. The device was visually inspected. The active tip shows signs of activation. There are signs of slight melting on the manifold between 4 - 7 o'clock positions of the tip. Functional testing could not be carried out due to device condition. The root cause of this event has been reviewed against the supplier risk analysis and is consistent with the expected outcome of such an event. This complaint can be confirmed. A manufacturer CAPA investigation has been initiated to investigate this issue further in an effort to determine root cause and to identify appropriate corrective actions. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaint from this lot of devices that were released to distribution. Corrective actions to be identified through the manufacturer CAPA, if a root cause is found then appropriate corrective actions will be identified and implemented accordingly; there are none to be implemented at this time. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Affiliate reported via email during a shoulder procedure, the blue and yellow buttons stopped working after 30 minutes. Sparkles appeared in the patient's shoulder. The electrode was ineffective : no coagulation or section so it was difficult to visualize the joint in arthroscopy. The electrode was replaced. No patient consequence. Additional information received via email from the affiliate on 3-6-17. Nothing broke off and fell into the patient . The device was new. This failure did not delay the procedure.